Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that while using 2 non-abbott dilatation catheters, an accessory from the priority pack would not stay connected as it kept unscrewing spontaneously. Attempts to tighten the connection were unsuccessful. There was no adverse patient sequela or a clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, additional information was received that the rotating hemostatic valve was unable to stay connected to the non-abbott dilatation catheters.

Manufacturer narrative:
(B)(4). Evaluation summary: the indeflator was returned for analysis however the rotating hemostatic valve (rhv) was not returned; therefore, the complaint could not be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.